Event description:
The account alleges that blood and fluid was leaking from the three-way stopcock post procedure on patient body. No serious injury to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause is suspected to be due to molded-in stress and prolonged inadequate storage conditions. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were found.